Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the keypad buttons were intermittently unresponsive and the keypad was peeling off the pump. The reporter alleged that the response issues occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/06/2013 with the following findings: a visual examination of the pump determined that the keypad cover was peeling off from the ok button to the up arrow button. During testing, all keypad buttons were unresponsive. The keypad cover was removed and contamination was found under all key contacts. Additionally, the ok key contact was found to be inverted. Unrelated to the complaint, the pump display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.